Event description:
The patient will be revised due to possible armd, re-surgery was performed to replace the cup, insert and head. During surgery, it was noted that the joint capsule was thickened and possibly necrotic. Membranal tissue was created between the insert and cup. The cup was too loose and easily removed. Only the stem was not replaced.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product problem. Patient x-rays and demographics were requested but not provided. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.